Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Analysis of use history: user provided information: medication in use: thymoglobulin. Dosage: 250ml (serum) + 25ml (thimoglobulin). Final volume (total): 275ml. Programmed flow: 45.8ml/h. Infusion time: 6 hours. In the usage history we verify that the user used the drug library and programmed what he reported when making the technical complaint. The infusion occurred exactly as programmed by the user. The volume and infusion time are compatible. The infusion started at 09:58:32 and was correctly stopped by the equipment at 14:07:10 because an undue volume of air was detected in the infusion line. Functional analysis: infusion performance test: using programming entered by the user. Programmed flow: 45.84ml/h scheduled time: 6:00 am resulting volume: 275ml. Infused volume: 280ml error: +1.8% (approximately more) infusion time: 06:00:13 error: +0.1%. Result: approved note 01: administration rate accuracy set ±5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 500ml graduated glass cylinder was used, code tec-252719, certificate nº 1428/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: 06/2024. Visual analysis: equipment appears normal as used. Conclusion: the result of the historical analysis showed that the infusion that was the subject of the user's technical complaint occurred exactly according to the program he performed, without errors. The result of the functional test showed that the equipment is infusing correctly and precisely according to the programming carried out. Technical complaint of infusion error not confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "over infusion". According to the complainant, the medication was infused in shorter time than expected. Reportedly, the pump was programmed to infuse medication for six (6) hours, however, the therapy was completed in four (4) hours. No patient complications were reported as a result of the event.